Event description:
It was reported that during a 2-level anterior cervical discectomy and fusion (acdf) procedure, the clip pulled out of the plate while inserting the last screw. The plate and screws were removed. The surgeon used new plate and new screws to complete the procedure. This is 1 of 2 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with one clip completely deformed and two other clips partially deformed. The dimensions of the deformed tips cannot be verified. The opening of the intact clips were measured and found within the specification. At the bottom of the holes with the deformed tip are clearly visible damages at one place of the edge. The deformed clips are indicative that the screws were inserted in an extreme angle during usage. Product development event evaluation reveals, due to the damage to the clips, correlation to a manufacturing issued could not be determined. There are markings on the screws, underside of the plate, and two of the clips at one end indicating the angulations during usage may have been slightly beyond design capabilities. The cause for the reported issue could not be identified, therefore this complaint is considered indeterminate. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.